Event description:
Related manufacturer reference number: 2017865-2024-34404. It was reported that the patient presented to the hospital for a device changeout procedure. During the procedure, it was noted that the right atrial (ra) lead was oversensing noise. The ra lead was capped and replaced on (B)(6) 2024. It was also reported that the left ventricular (lv) lead had high capture threshold. Attempts to replace the lv lead was abandoned due to patient anatomy. The patient was discharged with no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.